Manufacturer narrative:
(B)(4). Batch # m5484y. Additional information requested: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigma procedure, the anastomosis was incomplete. Only three fourths of the staple line was ok. Surgeon missed the remaining staples for last fourth of the ring. They did not found any unformed staples in the situs nor in the stapler, took new instrument. No further information is available. There were no adverse consequences for the patient reported.